Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited unsuccessful defibrillation testing during implant. The telemetry wand was placed in several different locations over the pocket with no successfully induction achieved. Further attempts to obtain a successful induction include running the automatic setup, using multiple programmers and magnet application with no beeping tones emitted. The device pocket was then reopened with lead disconnected and reconnected to the device. The pocket was flushed and reclosed, however induction was still unsuccessful. The device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was received with the case removed along with the batteries and high voltage capacitors removed. Visual inspection noted there were cracks in the epoxy on the connections to the transformer. Returned product testing was unable to be completed due to the device damage at the time it was received in the laboratory. The device header was also determined to be partially torn away from the hybrid and flex circuit.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited unsuccessful defibrillation testing during implant. The telemetry wand was placed in several different locations over the pocket with no successfully induction achieved. Further attempts to obtain a successful induction include running the automatic setup, using multiple programmers and magnet application with no beeping tones emitted. The device pocket was then reopened with lead disconnected and reconnected to the device. The pocket was flushed and reclosed, however induction was still unsuccessful. The device was then explanted and replaced. No additional adverse patient effects were reported.